Manufacturer narrative:
PMA/510(k) #: p100022/s027. (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ipsilateral approach was gained from the left femoral artery to treat a lesion in the left sfa. The zisv6-35-125-7.0-140-ptx was delivered over terumo radifocus 0.035inch wire guide. When the user deployed the stent, cells of the stent got deformed. The user tried to dilate the stent with using a boston's mustang balloon but the stent was not dilated well. Blood flow was changed due to the deformed cells, so additional stents.(zisv6-35-125-7.0-40-ptx/c1712169 and zisv6-35-125-6.0-140-ptx/c1774091) were placed and blood flow became better. Patient outcome: there have been no adverse effects to the patient reported. Patient/event info - notes: user's comment: after deploying the stent, the stent calls were found to be deformed. I dont know why this happened. Sales rep's comment: it is possible that the system was pushed during the deployment and the delivery system and the cells might have made contact and got deformed. Prefix ziv6-ptx/zisv6-ptx: are images of the device of procedure available? Yes. Image of the deployed stent can be provided. Was the approach ipsilateral or contralateral? Ipsilateral. If contralateral, was the bifurcation angle tight? Was pre-dilation performed ahead of placement of the stent? Yes. Was post-dilation performed after the placement of the stent? Yes. Details of the wire guide used (name, diameter, hydrophylic)? Terumo radifocus 0.035 260 angle. Details of access sheath used (name, fr size, length)? Medikit parent sheath 50. Was the device flushed before the procedure, as per IFU yes. What was the target location for the stent? Lt-sfa. Was the patient's anatomy tortuous or calcified? No but there was thrombus. Was resistance encountered when advancing the wire guide or delivery system to the target location? No. How did the physician deal with this resistance? Did the stent delivery system cross the target location? Yes. Stent fracture during deployment. Were there any difficulties deploying the stent? No. Was the stent fully deployed before removing the delivery system from the patient? Yes. Was the target site severely calcified / tortuous anatomy? No. Are angiograph/CT/x-ray images available? Image of the deployed stent can be provided.

Event description:
Supplemental report required to update previously reported information with image review findings received on 01-jun-21: the complaint of left sfa stent deformity is confirmed. The superior end was displaced inferiorly. Partial lumen filling with the displaced stent would have limited flow as described in the complaint report. The displacement could have occurred at the end of deployment if the delivery system was inadvertently advanced against the stent end. The ipsilateral antegrade access places the stability sheath outside the access sheath. With the stability sheath outside the access sheath, thumbwheel advancement can advance the delivery system. Although the stent could have been displaced by the access sheath or post implantation angioplasty balloon, this is unlikely as the complaint specifies that it occurred during deployment.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the zisv6-35-125-7.0-140-ptx device of lot number c1755707 or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1851056 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1851056 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: it should be noted that the instructions for use states the following: prior to disengaging the device safety lock ensure the distal end of the stability sheath is inside the introducer sheath. Failure to do so may results in stent damage and/or stent compression upon deployment. The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest the user did not follow the IFU. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression: the complaint of left sfa stent deformity is confirmed. The superior end was displaced inferiorly. Partial lumen filling with the displaced stent would have limited flow as described in the complaint report. The displacement could have occurred at the end of deployment if the delivery system was inadvertently advanced against the stent end. The ipsilateral antegrade access places the stability sheath outside the access sheath. With the stability sheath outside the access sheath, thumbwheel advancement can advance the delivery system. Although the stent could have been displaced by the access sheath or post implantation angioplasty balloon, this is unlikely as the complaint specifies that it occurred during deployment. Root cause analysis: a definitive root cause of the stability sheath being outside the access sheath during deployment was identified from the available information. The complaint stent was likely deployed with the stability sheath outside the access sheath which would have advanced the delivery system during deployment causing the stent deformity. Confirmation of complaint: complaint is confirmed as the failure was verified in the image. Stent deformity in the left sfa was observed. Summary of investigation: according to the initial reporter when the user deployed the stent, cells of the stent got deformed. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause of the stability sheath being outside the access sheath during deployment was identified from the available information. As per the imaging review the complaint stent was likely deployed with the stability sheath outside the access sheath which would have advanced the delivery system during deployment causing the stent deformity. Complaint is confirmed as the failure was verified in the image. Stent deformity in the left sfa was observed. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation and an update to the investigation conclusions.